Event description:
It was reported that the ball bearings were disassembled from the attachment. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for eval. However, it has not yet reached the mfg site for investigation. A f/u report will be filed once the investigation is complete.